Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a peat atrial fibrillation ablation procedure using the affera system and sphere 9 catheter, a heart block occurred after pulsed field ablation (pfa) near the septal mitral valve. The heart block was temporary and resolved prior to the patient leaving the procedure room. Patient conduction was monitored overnight at rest. While walking, the patient developed wenckebach (mobitz type I second-degree heart block) at 70 bpm. A dual chamber pacemaker was implanted as treatment for the conduction abnormality and heart block. The patient was released from the hospital.  No further patient complications have been reported as a result of this event.